Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis was completed for this device.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), induction of the patient for defibrillation threshold (dft) testing was unable to be performed. The device did not deliver a 50 hertz (hz) burst when commanded with a programmer and instead delivered an inappropriate shock approximately 2 seconds after attempting to deliver the 50 hz burst. The device was repositioned and an additional attempt was made to induce the patient, however, the device again did not deliver the 50 hz burst and delivered another inappropriate shock seconds later. The device was attempted, but not implanted. Another device was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), induction of the patient for defibrillation threshold (dft) testing was unable to be performed. The device did not deliver a 50 hertz (hz) burst when commanded with a programmer and instead delivered an inappropriate shock approximately 2 seconds after attempting to deliver the 50 hz burst. An additional attempt was made to induce the patient, however, the device again did not deliver the 50 hz burst and delivered another inappropriate shock seconds later. The device was attempted, but not implanted. Another device was successfully implanted. No adverse patient effects were reported.